Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge fse that a defect was discovered when replacing the safety disk, the value was outside the specified range for the cardiosave intra-aortic balloon pump(iabp). There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, d8, h6, e1 (event site address and city) (type of investigation, investigation findings, component codes, investigation conclusions) when replacing the safety disk, the value was outside the specified range , membrane diff prs. (Mmhg) ±6 mmhg) sn: (B)(6) which is right on the limit for failure. To check the performance of the new safety disc, a test cardiosave was used to replace the 0202-00-0140. After the replacement of the safety disk all functional and safety tests were performed according to factory specifications.the following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 21 apr 2026.the failure analysis and testing dept. Received part number 0202-00-0140 qty: 5 with a reported unit failure of the values being outside the specified range.the fat performed a visual inspection and found the parts to be in good condition.the fat installed the safety disks in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Sn: dr415945e5 failed with membrane differential at 6mmhg. This is right on the limit for failure. Possible cause may be a component reliability issue. The other 4 safety disks passed testing.retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aw.root cause 1 other the current safety disk design allows for creep. Factors that may contribute to creep include: the specified torque on the fasteners (6 bolts) is applying too much stress on the diaphragm membrane.the helical washers installed along with the 6 fasteners (bolts) are enlarging the creep by maintaining stress on the diaphragm membrane as it deforms. The non-uniform deflection of the plastic safety disk housing at the fastener locations is applying too much stress on the diaphragm membrane.